Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer(fse) evaluated the unit. The inspection found that the main unit and the trolley had poor contact. After disassembly and adjustment, the functional parameters of the equipment were normal and it was delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the self check before use, the cardiosave intra-aortic balloon pump (iabp) is unable to charge. There was no personal injury reported.